Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Unable to verify pump error 23, missing segment and audio/vibrate anomaly due to blank display. Device received with cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly and beep anomaly. The customer¿s blood glucose level was between 140 to 171 mg/dl and 157 mg/d. Customer states that the insulin pump was not working and started making a loud beeping sound. The customer was advised to select ok to clear power loss and active insulin cleared alarms. The insulin pump will be returned for analysis.